Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found tearing measuring approximately 0.141¿ to 0.176¿ in length at the distal end. No thermal damage and no missing piece was identified. The mcs tip cover accessory was inserted into an in-house mcs instrument and then functionally tested. The mcs tip cover accessory held its place and did not fall off during functional testing. The instrument passed all testing specification with no issue found. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm; however, while performing the exchange, the mcs tip cover accessory fell from the mcs instrument tip. The mcs tip cover accessory fell inside the patient's body. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm; however, while removing the instrument, the mcs tip cover accessory fell from the mcs instrument. Another mcs tip cover accessory was installed into the same mcs instrument. No further issue was observed. The user completed the procedure. No impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: during mcs instrument removal, the mcs tip cover accessory got detached from the mcs instrument and fell inside the patient's body. The entire mcs tip cover accessory was retrieved and no known post-operative test performed. No post-operative complication has been reported as of the date of this report. No issue was found on the mcs instrument.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was further investigated by the isi quality investigations engineer (qie) by installing it on an in-house mcs instrument. The mcs instrument was then tested by installing and removing the mcs instrument multiple times in and out of the universal side manipulator (usm) arm without reproducing the customer reported event. The mcs tip cover accessory did not fall off during any of the instrument removals. The qie indicated that although not reproduced during testing, the known cause of the issue was attributed to over installation of the mcs tip cover accessory. Additionally, the observed tearing on the mcs tip cover accessory identified during initial failure analysis was likely unrelated to the customer reported complaint. A review of the complaint history does not show any additional complaints related to the product. Review of the system logs confirmed the customer reported issue using da vinci system sk0257 on the reported event date. An mcs instrument was used once with 5 remaining usage lives after the reported event date. Based on the failure mode, no additional technical review is necessary. No image or video was provided by the site for review. Based on the additional information obtained, this complaint remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.